Manufacturer narrative:
(B)(4). Date sent: 6/13/2016. Batch # (B)(4). The analysis results found that the mcs20 device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional anti-backup feature. In addition, the instrument fed two clips and then it would not feed the remaining clips. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. However, no anomalies were noted that could have caused the experienced feeding issue. No conclusion could be reached as to what may have caused the feeding issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after a normal functioning, the device was activated but the clips were not fired anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.